Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena (faulty circuit boards) was likely caused by accidental failure.

Manufacturer narrative:
The referenced device was returned to the olympus service center. The evaluation confirmed the reported of not powering on was due to a faulty board (g1) . In addition, there is no serial digital interface, sdi-1, input signal image due to a faulty board (qb). A review of the device's repair history shows no previous repair records; the device was purchased on (B)(6) 2019. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the high definition liquid crystal display monitor reportedly was not power on, no power. The user tried several sources to power the monitor but it would not turn on. No patient injury or harm was reported.